Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was treated by the lifevest. The treatment was reported to the distributor by a physician. Zoll was unable to confirm the alleged treatment or determine if the patient was in vt/vf at the time of the treatment, as the lifevest monitor was reprogrammed while in the field and any data surrounding the event was lost during the reprogramming. The patient was in the hospital and was unconscious at the time of the treatment. The lifevest was removed by hospital staff following the treatment and the patient was placed on hospital telemetry. It was reported that the hospital staff manually defibrillated the patient later that night, after the lifevest had been removed. No deficiency was alleged against the lifevest. No death or serious injury was reported during the event. This event is being reported out of an abundance of caution, since zoll is unable to confirm the alleged device treatment or determine whether the patient was in a treatable rhythm during the event.